Event description:
The manufacturer was contacted alleging unexpected results during a preventative maintenance test. The device failed test 39 verify dp prox sensor. The reading given was 111.3 and it should be 90-110. The device was received and evaluated by the manufacturer. A review of the log files showed a low battery error. The malfunction was confirmed as the internal battery was still depleted after left on charge for several hours. The internal battery was replaced to address the issue.